Manufacturer narrative:
Pump analysis results revealed gear train anomalies in the pump motor, specified as corrosion/wear/lubrication and motor stall due to shaft-bearing. Analysis results also revealed solder bridging in the pump hybrid. Result code no longer applies to this event; the result codes have been updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at a dose of 2046 mcg/day) via an implanted pump. The drug lot number was unable to be obtained. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient's medical history was requested, but wasn't available. The pump's indications for use (ifus) were noted as intractable spasticity and cerebral palsy. The rep reported that she showed up for a replacement and when the pump was interrogated, there was a series of motor stalls with the last one at 6pm on the day before the replacement, with no restart. The rep stated thatthe hcp referenced a study in which they concluded that the catheter wasn't working; no date was provided for this. The patient experienced spasticity. The pump and catheter were replaced. The event date was noted as (B)(6) 2016. The cause of the device issues and troubleshooting information were requested and it was stated that no troubleshooting was performed and that the cause had not been determined yet. The patient's status at the time of the report was noted as alive with no injury and it was noted that the issue had resolved at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information from the manufacturer's representative (rep) indicated that it was stated in the clinic notes that a dye study was performed in the past and it showed that the catheter didn't work. The rep didn't see the actual study note; it was only noted in the past medical history note of the chart.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.